Event description:
I had a period so heavy I almost had to have a transfusion. I am constantly anemic. I have developed hashimotos. I have painful ovulation and periods every month. My hair is falling out. My joints and body ache every day without relenting.